Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device history record (DHR) review was conducted for the identified radio frequency controller serial number. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
It was reported that an unremarkable novasure procedure was performed on (B)(6) 2018. Prior to the novasure, the physician had removed a fibroid near the internal os with forceps. Following the novasure procedure, during a laparoscopy, an injury to the bowel was identified and operated on. On (B)(6) 2018 the patient was readmitted to emergency and a second bowel injury was identified and operated on. The patient was moved from ICU to the general ward recovering and on follow-up was in stable condition.